Event description:
Consumer believes that dental adhesives should not be considered medical devices and should require lists on ingredients on the labeling. He believes they should be classified as drugs since they are put in the mouth and the ingredients are partially swallowed and absorbed by the skin.